Event description:
The pt underwent surgical intervention of the vascular graft december 12, 1996 due to thrombosis; april 7, 1997 due to thrombosis; and august 18, 1997 due to thrombosis. The vascular graft remains implanted. No further info was provided.